Manufacturer narrative:
The problem was due to a component failure (thermoswitch). After the replacement of this component, the laser system restarted to work correctly. We are unaware about patient injury.

Event description:
The laser system has the following problem: "intermittent over temperature faults". No adverse effects to patient were reported.